Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapling just stopped at the very beginning, the device did not fire at all. There was no patient injury.